Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other related or similar reports against the provided product and lot code combinations since their release to distribution. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address increasing pain and audible grinding. Intraoperatively, a pseudotumor-like, blackened tissue was removed and there was also a noted wear stripe on the femoral head.